Event description:
The customer reported to olympus, the uretero-reno videoscope tested positive for an unexpected contamination. The issue was found at reprocessing during a routine culture of the scope. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of pseudomonas aeruginosa. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report olympus has not received third-party culture test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is to provided additional information for the results of the device evaluation inadvertently left out of the second supplemental report. The device was evaluated where no abnormalities were found that could have led to the positive culture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information - the device was sent to an independent laboratory for culture testing. The scope tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.